Manufacturer narrative:
An investigation has been initiated. The device will be forwarded to the device manufacturer for evaluation.

Event description:
Port cracked-hole in port base, possibly from needle penetration.

Manufacturer narrative:
Receive a dignity port for evaluation. A visual inspection revealed a small hole at the port base located on the t in the "CT" printed on the bottom of the port. A functional analysis showed leakage from the hole in the port base. The device was forwarded to the device manufacturer for evaluation. Based on the investigation performed a root cause was not able to be identified. The device history record and procedures were reviewed and found to be accurate and clear. No non- conformities were found during the manufacturing of this device and all ports are 100% leak tested as a final operation.